Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer had overfilled the cartridges. There was no impact to the customer¿s blood glucose. The cartridge was reloaded to resolve the issue.